Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that prior to patient contact, it was noted that there was a defect on the tip of the hydrophilic wire guide. It was observed that there was peeling of the polymer jacket about 25 cm from the tip of the wire guide. Another device was used, and there were no injuries or additional procedures reported.